Event description:
It is reported that a customer was hospitalized in (B)(6) 2013 for a low blood glucose level of 45 mg/dl. The customer's mother stated that the hospitalization was most likely due to over correcting the insulin delivery settings. The caller called because they had concerns with the soft sensor. The customer was assisted with their questions. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.